Event description:
It was reported that a homechoice device experienced a system error 2240 (air in set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during initial drain of peritoneal dialysis (pd) therapy. There was nothing found during troubleshooting that would cause or contribute to the alarm. The technical service representative (tsr) explained the alarm and had the hp cycle the power to clear the alarm. The hp was to complete therapy with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.